Manufacturer narrative:
Unit had intermittent button response on the up arrow button due to corroded keypad traces. Unit had minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump's up arrow button was not responding. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.